Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. Reportedly, the transmitter was not fully snapped into the sensor pod. No additional event or patient information is available. Labeling indicates: make sure transmitter is snapped into sensor pod. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.